Event description:
It was further reported that at the time of the event, the patient had an abnormal stress test and cardiac catheterization revealed 60-70% tubular stenosis in the mid-proximal left anterior descending coronary artery (lad), just distal to the take off from the diagonal branch. The previously stented right coronary artery with widely patent with only minimal irregularities distally. The lad was treated with predilation using a 2.5x15mm apex rx balloon with 4 inflations to a maximum pressure of 18atm and deployment of a 3.0x28mm ion stent at 14atm. Post dilation was performed with a 3.25x20mm nc quantum apex balloon with 2 inflations to a maximum pressure of 16atm resulting in an excellent final result, 0% residual stenosis and timi-3 flow. The patient tolerated the procedure well and there were no complications. The patient was discharged one day later on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 3). Cardiac catheterization revealed a 70% stenosed and 14mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.0x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6)-2011: the patient presented with chest pain and was hospitalized. The etiology of the chest pain was reported to be due to stent thrombosis in an non-target vessel. Additional information has been requested but is not available.